Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product requested, not yet received.

Event description:
During a hip revision procedure, the threaded tip of the inserter fractured upon impaction of the acetabular cup. The procedure was completed with another impactor without delay; no pieces were retained by the patient.

Manufacturer narrative:
Reported event was unable to be confirmed. The inserter was returned; however, the inner rod, which is the part of the device involved in the event, was not returned for analysis. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the complete device was not returned. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.